Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Additionally, an image was received from the field and it appears to show the device deformity during procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. The cause of the reported device deformity could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling. Per the instructions for use, amplatzer¿ talisman¿ pfo occluder, it stated "procedure 22: if the occluder does not conform to its original shape, recapture the device and replace it with a new device.

Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman pfo occluder was chosen to treat patent foramen ovale, using a 09f amplatzer talisman delivery sheath. During implant, the right disk deformed to a bulbous shape. The device was removed and was prepared again. The device was able to be deployed after some manipulation of the delivery catheter. The deformation was not fully resolved but only minimal after the implantation. As the deformation was in the right disk, the physician decided to leave the device implanted. There was no angulation or kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman pfo occluder was chosen to treat patent foramen ovale, using a 09f amplatzer talisman delivery sheath. During implant, the right disk deformed to a bulbous shape. The device was removed and was prepared again. The device was able to be deployed after some manipulation of the delivery catheter. The deformation was not fully resolved but only minimal after the implantation. As the deformation was in the right disk, the physician decided to leave the device implanted. There was no angulation or kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.